Event description:
The customer reported via phone call that the insulin pump sustained a crack to its side after the customer had dropped the device. The customer did not know the blood glucose reading. The customer stated that the plastic piece on the side of the device opposite of the reservoir compartment fell off. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with a detached end cap, broken reservoir tube lip and minor scratched liquid crystal display window.